Manufacturer narrative:
Concomitant medical product: 5086mri45 lead ,implanted: (B)(6) 2013; t510-29h valve, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an increase in left ventricular (lv) lead impedance. The lead was reprogrammed and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.